Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of a transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Director of clinical research contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, the receiver displayed a failed transmitter error. No additional event or patient information is available.